Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported right side exchange with no complaint against the device. Healthcare professional reported right-side "rupture confirmed via mammogram completed (B)(6) 2022 and "lump at bottom of areola - related to device". The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on radius side assessed as surgical impact opening (shell thickness within specification) and missing shell assessed as inconclusive. Lump/nodule: unable to observe as it is a medical event that is not related to the device. Additional observations: stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.

Event description:
Patient reported right side exchange with no complaint against the device. Healthcare professional reported right-side "rupture confirmed via mammogram completed (B)(6) 2022 and "lump at bottom of areola - related to device". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device has been explanted and replaced.